Event description:
It was reported that unit will turn on and off. Customer reported "the power light lit green sometimes when plugged in and sometimes the battery lights are lit when plugged in". Reportedly, there was no alarm or error message prior. No patient information available.

Manufacturer narrative:
The returned device was evaluated, during an internal inspection of the device, the unit was found to have a broken solder at the dc connector of the power supply on the system board.